Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer called wanting to know what the warranty was on the chair because the seat upholstery is torn.